Event description:
Patient reported " recall, including burning sensation, local pain, swelling, and recurrent episodes of mastitis, with significant physical and emotional discomfort, gel bleeding intracapsular granulomas". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture baker grade unknown and gel leak.

Event description:
Patient reported " recall, including burning sensation, local pain, swelling, and recurrent episodes of mastitis, with significant physical and emotional discomfort, gel bleeding intracapsular granulomas". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b6.